Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the scope communication error e226 was displayed on the monitor and the endoscopic image was not displayed. Error code e226 means that the communication between the endoscope and video system center has failed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The scope communication error e226 occurred due to a failure of the camera cable. The subject device was transferred to omsc. Omsc checked the subject device and found that the reported phenomenon was duplicated and there was no abnormality on the exterior. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that the e226 error occurred because the video communication could not be sent to the video system center due to the disconnection due to the buckling of the camera cable. The instruction manual provides preventive measures against damage to the camera cable. If additional information becomes available, this report will be supplemented.